Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer had a blank display on their insulin pump. Customer's mother stated the blank display occurred after they changed their battery. Customer's blood glucose was unknown. The mother also reported they had tried several different batteries, but the problem persists. It was also found the customer did not have any damage or corrosion to the battery compartment of the insulin pump. The mother stated they will call back after they receive a new battery cap. No additional information provided.